Manufacturer narrative:
Review of event log confirmed that the device was lastly connected in (B)(6) 2024. Before this date, multiple errors are visible, that can be caused by the device being plugged for too long. Based on reported event description, the observed issue could be caused by flash memory or operating system corruption, which is preventing the device from booting properly. The first cause of this problem could not be fully identified. This case is recorded for trending purposes.

Event description:
Reportedly, on (B)(6) 2025, the smart spot is stuck on orange light. Rebooting the device did not resolve the issue.